Manufacturer narrative:
The cause of the patients reported post-op symptoms cannot be determined. No connection can be made between the reported events and the implant of the phasix mesh. A review of previous complaints 24 months found no similar complaints have been reported for the phasix mesh for an autoimmune reaction. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Allergic reaction is listed in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental emdr will be submitted. Device evaluated by MFR: remains implanted.

Event description:
Physician (cardiologist) who is currently seeing a patient who has presented with suspected auto-immune type symptoms inquired about the phasix mesh and if there are any known cases in which this mesh has been involved in causing or contributing to auto-immune disorders such as lupus or raynaud' phenomenon. As reported, per physician: the patient underwent implant of a phasix mesh approximately 6 months ago. The patient has since developed symptoms closely related to those of reynaud's phenomenon. Doctor has described symptoms of vasoreactivity in which the fingers are reacting when exposed to warm temperatures (vs. Cold temperature). The patient's blood serology was negative for lupus and there has been no definitive diagnosis made at this time. Doctor states he cannot rule out the mesh as a contributing factor as the patient does not have a history of auto-immune disorders or allergies. The doctor was not interested in a surgeon to surgeon consult at this time, although this was offered. Doctor also did not want to pursue a mesh skin patch test as he stated he did not feel that would be beneficial in this particular case.